Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: what was broken on the jaw? Were the jaws damaged, but the top moveable jaw is still attached to the device? Did the moveable top jaw break off? Did the ceramic (on the lower non-moveable jaw) separate or break off? Did the electrode (on the lower non-moveable jaw) separate or break off?

Event description:
It was reported that during an open colectomy, the jaws were deformed. The jaws were broken outside the patient when the nurse wiped them with the gauze. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number p91g8r. Investigation summary the device was returned with the upper jaw detached returned. In addition the I-blade was received broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.